Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the connector being hit by a hard object or aging of the connector by accumulated stress applied toward the loosen direction. The event is detectable/preventable by handling the equipment in accordance with the following instructions for use (IFU): "chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. - the connector should be fixed firmly. - the o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. [Warning] do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor had an issue where the scope connector is damaged/broken. The issue occurred during reprocessing. There were no reports of patient involvement nor harm.